Manufacturer narrative:
The returned device was received with the cannula assembly fully deployed, but soft cannula was not visible outside the device. After opening the top housing, soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage occurred. During leak test, no source of fluid leakage was found on the available fluid path portion of the received pod. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 16 to 25 mmol/l (288.3 to 450 mg/dl) after wearing the pod between 36 and 48 hours on the abdomen. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen.